Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. As the patient did not provide a lot number, a manufacturing record review and testing on reserve sample from the same lot could not be performed. Further investigation is not possible at this time. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The patient called in response to the inratio system withdrawal notification. The patient reported receiving "weird" and "strange" results when testing using the inratio system. The patient stated that he had tested using the inratio system years ago and the only result that could be provided was an inratio inr result of 5 that was not in agreement with the laboratory. The patient stated he had retested using strips from the same box and those results were also not in agreement with each other. The patient reported his therapeutic range to be 2.5-3.5. Although requested, no additional information was provided.